Event description:
After a retrospective quality review, this case is being submitted as a medical device report as a reportable malfunction. Cusa excel2p - as soon as the loaner was plugged in, a burning smell was detected. The unit was turned off. There was no patient contact or injury involved with this event.

Manufacturer narrative:
The description is as follows; a cusa excel + loaner was plugged in, and a burning smell was detected. Integra lifesciences engineers could not determine the root cause as both returned components were damaged. This site has had a number of similar issues with pumps and despite having integra technician(s) on site with the customer, it has not been possible to assign true root cause, though it is suspected that wiring in the facility (it is an old building) is a contributing factor. The hospital is in process of moving to a new building and it is anticipated that the problem will go away as a result. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes. See scanned page.